Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received an inquiry for boston scientific technical services (ts) review when it comes to this pacemaker as the pacing thresholds were high and the pace impedance measurements had dropped but were not out of range. Ts review the reports and noted that the pacing thresholds were not appearing on the reports. No premature battery depletion was noted but it seemed like the replacement indicated did not provide accurate representation with how much time was remaining to explant for this device. Ts suspected that if the impedance test had been run again during the session after programming to unipolar that the longevity estimate may have updated to show shorter time period as the impedance in unipolar was a couple hundred ohms lower. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. (Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received an inquiry for boston scientific technical services (ts) review when it comes to this pacemaker as the pacing thresholds were high and the pace impedance measurements had dropped but were not out of range. Ts review the reports and noted that the pacing thresholds were not appearing on the reports. No premature battery depletion was noted but it seemed like the replacement indicated did not provide accurate representation with how much time was remaining to explant for this device. Ts suspected that if the impedance test had been run again during the session after programming to unipolar that the longevity estimate may have updated to show shorter time period as the impedance in unipolar was a couple hundred ohms lower. The device was explanted and returned. No adverse patient effects were reported.